Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316. Manafi a, barikbin b, manafi a, hamedi zs, moghadam sa. Nasal alar necrosis following hyaluronic acid injection into nasolabial folds: a case report. World journal of plastic surgery. 2015;4(1).

Event description:
This event took place outside the u.s., in (B)(6). The initial reporter informed teoxane (B)(4) on 02/18/2018 that an event occurred in a patient, after being injected with 0.7 ml of the product teosyal rha 2 into the upper lip. The patient presented with early vascular occlusion. On 02/22/2018, complementary information was provided to teoxane (B)(4) by the initial reporter: the patient was injected on (B)(6) 2018 and the reaction occurred on (B)(6) 2018. The patient was treated by hyaluronidase injections and prescriptions of antibiotics. The initial reporter indicated that the patient was recovering well, improvements were seen daily. The healing without incident was expected. No additional information was provided by the initial reporter regarding the patient's recovery after the 02/22/2018.